Event description:
It was reported that at the user facility the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a failed e-box seal was found, which can lead to the reported event.